Event description:
It was reported that detachment of the device occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. Post angioplasty, resistance was felt upon withdrawal of the balloon catheter. It was observed that the balloon was detached from the delivery system. The detached pieces were fully removed via a snare. Fluoroscopy was performed with good results. The procedure was completed with a different device. There were no patient complications reported. The patient was in good condition post procedure. It was further reported that the target lesion was 70% stenosed and was located in the non-tortuous and non-calcified right subclavian vein.

Event description:
It was reported that detachment of the device occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. Post angioplasty, resistance was felt upon withdrawal of the balloon catheter. It was observed that the balloon was detached from the delivery system. The detached pieces were fully removed via a snare. Fluoroscopy was performed with good results. The procedure was completed with a different device. There were no patient complications reported. The patient was in good condition post procedure. It was further reported that the target lesion was 70% stenosed and was located in the non-tortuous and non-calcified right subclavian vein.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 116cm form the hub. There are multiple kinks along the shaft. There is buckling to the shaft 23mm from the tip. There is a longitudinal tear in the balloon 7mm from the tip and is approximately 3.4cm long. The shaft is twisted at both ends of the separation. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that detachment of the device occurred resulting in the use of a snare. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. Post angioplasty, resistance was felt upon withdrawal of the balloon catheter. It was observed that the balloon was detached from the delivery system. The detached pieces were fully removed via a snare. Fluoroscopy was performed with good results. The procedure was completed with a different device. There were no patient complications reported. The patient was in good condition post procedure.